Manufacturer narrative:
With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. The medical team indicated that the that they do not believe the reported event and patient outcome to be related to the device. Coagulopathies leading to intracranial hemorrhage are multifactorial and can be caused by overuse of anticoagulant therapy and uncontrolled blood pressure, among other things. Patient's with certain risk-factors such as cardiovascular disease may also have an increased likelihood of stroke occurrence. Clinical factors that may have contributed to the reported event include supratherapeutic inr (7.12) on admission and related comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Documented cause of death: intra-cranial hemorrhage leading to brain herniation. No autopsy was to be performed. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware vad is used for treatment not diagnosis. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a bleed. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by a vad coordinator that the patient exhibited fever, vomiting, respiratory distress and altered mental status. No ambulance service was available so the patient was taken by car to nearest hospital. From there, the patient was flown to (B)(6) for higher level of care. Initially presented locally with respiratory distress, hypoxia and altered mental status, o2 sats in the 70s. Pupils initially reactive on admission, but were fixed and dilated by the time the flight team from sanford arrived to transport to sioux falls. Head CT- large frontal parenchymal hemorrhage with extension into the ventricular system including uncal and transtentorial herniation. Inr on admission to sanford was 7.12. The patient was intubated and started on pressors. The patient expired on 02/20/2016 at 1845. The cardiologist did not voice any direct belief that the cause of death was in any way device related.